Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the emergency room due to high blood glucose of 407 mg/dl. The customer treated her high glucose with the insulin pump and manual injections. The customer stated that she was unable to lower her glucose level for a couple of days. The customer mentioned that she changed the infusion set while being admitted and noticed that the cannula was bent. The customer stated that when the doctor came to the room and tapped the screen of the insulin pump started to function. The customer mentioned changing eight to ten times the infusion set in a week. Hrs later, the customer called back and stated that her glucose level was 64 mg/dl before eating dinner. The customer was vomiting and had to go to the emergency room. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found several low reservoir and no delivery alarms. Ran a fixed prime and the insulin did exit. No further info was provided.